Event description:
It was reported that (1) device was used during a lymphoadenectomy. It was reported by the affiliate that during the operation at vessel ligation, the surgeon used the mcl20 instrument. The first clips have been positioned correctly, but from the 4th clip, the automatic mechanism of recharge, did not work. The clip was not charged (fed) completely into the jaws. Half of the clip remained in the shaft. Another instrument was used to complete the case. There was no consequence to the pt.